Event description:
Information was received indicating that during use, a smiths medical level 1 hotline 3 blood and fluid warmer was found leaking from the reservoir cover. There were no reported adverse effects.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have minor scuffs on enclosure and cracks on water tank cover. The device underwent functional testing by filling the tank with water and powered on the device. The reported customer complaint was confirmed, leaking from the bottom of the device had occurred. Cracks on the water tank cover from over torqueing the screws had caused the leaking, with a problem source of user interface.